Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection, during the explant procedure, the lead was accidentally nicked. There was no report of adverse patient effects due to the explant procedure.